Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an episode with her ins last weekend. The patient stated that she had her ins on and when her dog passed behind her they kind of touched the calf of her led and it sent "one heck of a jolt" clear up to almost her shoulders/middle of her back. The patient stated that then she had a hard time turning off her implantable neurostimulator (ins). The patient also stated that it felt like a real heavy tingling in her back. The patient stated that every time she moved she could feel everything. The patient stated that every time she would sneeze and cough she would feel it. The patient stated that since she has turned ins off as an intervention and her ins her lower back pain has come back. No trauma/fall reported. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient did not know what circumstances led up to the heavy tingling in her back. A manufacturing representative (rep) had showed the patient how to turn stimulation on and off which resolved the jolting and tingling. The patient's back pain is not completely resolved, but it is a little better than it was without the stimulator. The patient sleeps better at night, and the patient's legs don't hurt anymore at night. No further information was reported.